Event description:
It was reported that the surgeon noted cables broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding breaking involving a dall miles cable was reported. The event was confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no other events for the referenced lot. The exact cause of the event could not be determined because better quality x-rays as well as medical records and patient history are needed for determining the root cause.

Event description:
It was reported that the surgeon noted cables broke.